Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2 instrument serial number (B)(4); the camera report and the event log were both acceptable. On (B)(6) 2019 an immucor confirmed presence of the fya antigen on cell 2 of retention capture-r ready-screen lot number r053 in manual capture retention capture-r indicator cell (B)(4) with retention anti-fya lot dl17866a. Controls performed as expected. Positive results exhibited 2+ reactivity. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported unexpected negative screen results while running capture-r ready-screen 3 on a galileo echo v2 instrument.